Event description:
(B)(4) - foreign material was found in the packaging of an implantable item (hair inside the plastic). There was no pt contact or injury involved with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.